Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforatd essure coil left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, dyspareunia and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("missing coil on left side"). The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation had resolved and the device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: removal details -complicated by perforation of left coil, replaced in correct location at time of procedure. Discrepancy noted on essure removal date (B)(6) 2017 as per mr,right tube, bilateral ovaries, and appendix appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 26-jan-2017: 2 coils in correct location in bilateral fallopian tubes, 3 coil in left low pelvis. Ultrasound pelvis - on 26-jan-2017: 2 coils in correct location in bilateral fallopian tubes, 3 coil in left low pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:perforation ,device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Previously reported event "medical device removal" updated to "perforation".new event device dislocation was added. Patient information medical history, lab data was added.reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforated essure coil left fallopian tube'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea, dyspareunia and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("missing coil on left side"). The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation had resolved. And the device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: removal details: complicated by perforation of left coil, replaced in correct location at time of procedure. Discrepancy noted, on essure removal date: (B)(6) 2017. As per mr, right tube, bilateral ovaries, and appendix appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2017, 2 coils in correct location in bilateral fallopian tubes, 3 coil in left low pelvis. Ultrasound pelvis: on (B)(6) 2017, 2 coils in correct location in bilateral fallopian tubes, 3 coil in left low pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation, device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.